Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
Lead dislodgement was reported. Lead repositioning was attempted to address decreasing r-waves. The lead was removed and replaced.